Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade of 3-4. Mitraclip ((B)(4)) was deployed on the anterior medial and posterior medial leaflets (aml and pml) without issue. Following deployment, the clip detached from the aml and remained attached to the pml. Per physician, it is unknown why the slda occurred. The slda was possibly due to leaflet alteration via degeneration; however, this was not confirmed. Another mitraclip was attempted, however, it was not possible to grasp both leaflets due to anatomy. The device was removed without issue and the procedure was aborted. The mr remained grade 3-4. Additional intervention is an option and possible in the future. There was no clinically significant procedural delay. There was no additional information provided.